Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Customer¿s blood glucose (bg) ranged from 50 mg/dl to 200 mg/dl. Cause for the low bg was unknown. Customer consumed fast acting carbohydrates to address low bg. Customer continued to use the pump for insulin therapy.